Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of. The customer was treated with manual injection for high blood glucose level. Customer stated that the no delivery alarm did not occur during manual prime. Customer declined to troubleshoot at time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly.